Manufacturer narrative:
(B)(4)

Event description:
The following was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for an aneurysm of the right common iliac artery measuring 45 mm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, a distal type 1 endoleak was identified. No aneurysm enlargement was reported. On (B)(6) 2017, an additional endoprosthesis was implanted to repair the endoleak by extending presumably a gore® excluder® contralateral leg component on the right patient side.

Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt281212: (B)(4). The review of the manufacturing and sterilization records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.